Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and moderately tortuous mid left anterior descending artery. The physician advanced the 20x2.00mm apex monorail balloon catheter to the target lesion. However, upon the fourth inflation the balloon ruptured. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).